Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to corroded keypad trace. No numbers were noted scrolling during testing. The device had cracks on the following locations: corners of the display window casing, battery tube threads, reservoir tube lip, reservoir tube, and reservoir tube window.

Event description:
The customer reported via phone call that the numbers were ramping on the insulin pump's display. The pressed the device's b button, then up, and the numbers started to scroll. Customer stated that the numbers stop scrolling if she holds a button down, but if she lets go, they begin to scroll again. The customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level at the time of the incident was 233 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.